Event description:
On 05/12/2015, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of 9.0 mmol/l on a 60 year old male patient sample. There was no additional patient information available at the time of this report. Method: time: k: sample: comments:-. I-stat. Unk. 9.0 mmol/l a method: time. K: sample comments I-stat. Unk. 4.0 mmol/l. A. Immediately retest #1. Method: time: k: sample comments. I-stat. Unk. 4.5 mmol/l. A. Immediately retest #2. There were no injuries associated with this event. The customer stated that the repeated two samples were thoroughly mixed prior to re-testing. Although not yet confirmed, based on the information available apoc believes improper sample handling is a potential factor for the result of 9.0 mmol/l. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 06/10/2015. Retain and returned product was tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).